Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 51 mg/dl. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer also reported getting insulin flow blocked alarm during bolus. Auto mode/smartguard feature was not active at the time of low blood glucose event. Reservoir is expected to return for analysis. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated low blood glucose event with food. Customer noticed large air bubbles during therapy in reservoir. The pump will not be returned for analysis.